Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the monopolar curved scissors (mcs) instrument tip cover accessory had a leakage which resulted in nearby tissue becoming ¿scalded.¿ the instrument and accessory, and cannula used were inspected prior to use with no abnormalities observed. No arcing was observed, but energy leakage was noticed while using the coag function with the mcs instrument. The energy settings were cut 5 and coag 5. The mcs instrument was in use for 20 minutes prior to this event occurring. The grounding pad was on the patient¿s hip and worked without issues. The mcs energy leakage occurred without any perceived damage on the tip cover accessory. A fenestrated bipolar forceps and prograsp forceps were also in use when the issue occurred. There was no instrument collision. The patient has not returned to the hospital due to post-surgical complications. There was no fragment fall event during this procedure. The procedure was completed using a backup tip cover accessory with no further issues reported.

Manufacturer narrative:
Intuitive has not received the tip cover accessory involved with this reported event for further investigations. An image was provided of the tip cover accessory, but it could not be determined if insulation damage was present from the image.

Manufacturer narrative:
The tissue that was scalded during this event was free tissue around the bladder. It was reported that this tissue was planning to be removed, so there was no effect to the patient.

Event description:
Refer to h10/h11 for follow-up information.